Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up. During the left ventricular threshold testing, far field r wave oversensing resulting in inappropriate auto mode switch was observed on the pacemaker. Programming changes were made. Furthermore, the patient experienced pain at the left edge of the device due to patient anatomy. Pocket revision was performed. Patient's condition was stable.